Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin the rbc remained onto the gel barrier. The following information was provided by the initial reporter. The customer stated: ¿this is a report about poor barrier separation. The customer reported as follows: after centrifugation, rbc remained onto the gel barrier. More specifically, blood samples collected from the same patient into three tubes; samples were well separated in two of the three tubes but separation was poor in the remaining one tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The lot number for this reported event is unknown and therefore precludes testing. If the lot number becomes available, bd will reopen this investigation. A review of instruction for use (IFU) (attached) is recommended. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin the rbc remained onto the gel barrier. The following information was provided by the initial reporter. The customer stated: ¿this is a report about poor barrier separation. The customer reported as follows: after centrifugation, rbc remained onto the gel barrier. More specifically, blood samples collected from the same patient into three tubes; samples were well separated in two of the three tubes but separation was poor in the remaining one tube.